Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s family alleged the pump delivered a bolus without user interaction. The customer's blood glucose (bg) level subsequently decreased to 23 mg/dl. The customer consumed apple juice to address low bg. A pump history review was performed, and it was identified that the customer had manually requested the boluses delivered on the event date. No pump malfunctions were identified. The customer continued to use pump for insulin therapy.